Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that their brilliance 16 air system was giving "shocks" to the patient and user and artifacts were appearing. The artifact issue is addressed by a subsequent complaint. There was no report of harm to a patient, operator, or bystander. Philips confirmed the shocks occurred on (B)(6) 2014 and stated that the failure was randomly occurring. No specific dates other than (B)(6) 2014 could be provided. The quality assurance analyst (qaa) stated that the field service engineer (fse) evaluated the system but could not duplicate this issue. No further occurrences were reported by the customer. On november 10, 2014 the fse inspected the power and ground installation of the system and found no issues. There were no parts replaced. There were no bug reports, log files or parts provided for engineering assessment; therefore, root cause could not be determined. However, based upon the information provided and statements of the fse, probable cause was determined to be electrostatic buildup due to the environment and/or patient clothing. CT engineering determined this event to be an acceptable risk based on all available data, the ¿touch¿ (shock) was the result of static buildup due to the environment and was not related to the design or installation of the system.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported the system was giving shocks to the patient and user, when the patient is on the table.